Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01821. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention occurred wherein the right occipital lead was explanted and replaced to address the issue. Reportedly, therapy was restored post-operatively. It is unknown which occipital lead is related to the issue. Therefore both leads are being reported.